Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the proper operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the problem reported by the customer of system shutdown in middle of case. The fse determined the cause of the problem to be power supply too low of voltage. The fse adjusted the power voltage to proper levels and verified system functionality. The power supply is a hardware component that supplies power to system. It regulates the voltage to an adequate amount, which allows the systems pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Failure of the power supply can cause a variety of system functionality issues, including shutting down in the middle of a case. Adjusting the power supply resolves this issue. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.